Event description:
The customer contacted physio-control to report that their device would intermittently boot up with a white display. A white display is indicative of a device lockup condition. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device but was unable to verify the reported issue. Physio did observe that there was a delay when the device booted up, but no white display was observed and the device was able to charge and shock when prompted. As a precaution, physio replaced both the system controller (sc) and user interface (ui) pcb assemblies. After observing proper device operation through functional and performance testing the device was returned to the customer for use.

Manufacturer narrative:
Physio-control further examined the removed system controller (sc) pcb assembly and was able to verify the reported issue. Physio determined that the cause of the reported issue was an electrically shorted integrated circuit (ic) chip, designator u61, on the sc pcb assembly. Physio observed that ic chip u61 caused intermittent device lock-up with a white display. The removed user interface (ui) pcb assembly was an ancillary part and there was no failure of the assembly.